Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Battery cycle 58.0 received the lowbatteryalert (104) on 03/27/2025 23:14:00 after more than 7 days at 17.09 days. Battery cycle 53.0 received the lowbatteryalert (104) on 02/17/2025 11:18:00 after more than 7 days at 14.79 days. Battery cycle 51.0 received the lowbatteryalert (104) on 01/19/2025 19:10:00 after more than 7 days at 14.16 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, overlay keypad peeling, faded serial number label, and corroded battery tube. No power errors noted. However, confirmed moisture damage to force sensor, pcb1 board and pcb 2 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life and received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed for the replace battery alert, and this was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. Troubleshooting was performed for the low battery alarm, and the replace battery was found in the alarm's history. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1711k was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.